Event description:
A customer contacted baxter's technical service center and reported a system error 2240 (air in line) alarm that appeared on the home choice (hc) machine. This event occurred during patient use during initial drain. The technical service representative (tsr) had the care giver (cg) cycle power. The cg states they have unused lines that are open. The tsr explained the alarm; the cg will restart with new supplies. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). This report for a system error (se) 2240 (air in set) was confirmed. The cause was determined to be due to use error. Per the complaint information the cause of the alarm is due to the patient having a clamp open on an unused supply line. There was no allegation of product malfunction reported by the customer; therefore, the sample was not requested for evaluation. Label review was performed and the review found the labeling adequate for the user error in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer, therefore, the device was not requested for evaluation and a batch review will not be conducted. Should any additional information become available, a follow-up report will be submitted.